Event description:
Medtronic received information regarding three pipeline devices that failed or were difficult to open, one of which additionally for eshortened. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (ica) large unruptured saccular aneurysm on the outer curve of the vessel. The aneurysm max diameter was 16.2mm and the neck diameter was 8.5mm. Vessel tortuosity was normal. It was reported that the first device (a ped2-500-16) was being deployed at the terminal ica. The ped2-500-16 did not open completely at the distal end, however, it was deployed. When released, the distal end foreshortened to the level of the aneurysm neck. Therefore a second pipeline (ped2-500-18) was attempted to be placed distal to the first implanted stent. This pipeline was deployed less than 50% and failed to open at the distal end. The pipeline was resheathed 2 or less times. It was resheathed and removed from the patient with the microcatheter. A third pipeline stent was then placed and, after balloon angioplasty, it opened up a bit. The procedure was completed. There was no patient harm or injury reported associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped2 (lot: unknown); product type: ; implant date n/a; explant date n/a product ID ped2-500-18 (d025243); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the third pipeline (ped2-500-14) failed to open initially, didn't open when released and ba lloon was used to see if the device would open more. With minimal effect.